Manufacturer narrative:
The customer's qc data showed results outside the acceptable range. An abnormal probe sucking alarm was observed on the alarm trace data; this is an indication of possible poor sample quality. The field service engineer found that the customer ran on bad calibration. He noted the sample probe and the drying holes to be dirty. He decontaminated the ion-selective electrode (ise) block and lines and then cleaned the parts. The user performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patients tested on a cobas 6000 c (501) module. The user calibrated the assay and obtained a "successful" result. She then performed qc and processed the patient samples. The initial results were reported outside the laboratory. However, upon further review, she noticed that the calibration was not a good calibration. The user then reran the same patient samples on an unspecified c8000 analyzer and obtained different results. The repeat results were deemed to be correct. The user was able to provide discrepant results for 3 patient samples. Patient 1 had an initial sodium result of 123 mmol/l with a repeat of 130 mmol/l. Patient 2 had an initial sodium result of 121 mmol/l with a repeat of 131 mmol/l. Patient 3 had an initial sodium result of 130 mmol/l with a repeat of 146 mmol/l. The electrode lot number and expiration date were asked but not provided.